Event description:
Related manufacturer reference number: 2916596-2021-00488. It was reported that the white power cord of the controller was dark and spongy with a lump on it. The log file captured two power spikes on (B)(6) 2020. The vad coordinator observed slight separation of silactic from the driveline connector at the distal end. The patient had a universal percutaneous lead bend relief repair kit installed on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: there was an incidental finding of kinks in both power cables; broken strain relief on the connector side of the white power cable; dim pump running leds; serial number and software version labels were missing from the controller the reported event of a "dark and spongy lump" on the white system controller power cable was confirmed. Visual inspection of the submitted photos and of the returned system controller (serial number: (B)(6)) revealed a dark green lump in the white power cable approximately 2 inches from the strain relief on the connector side of the white power cable. The black power cable was also enlarged and had a green discoloration at the same location as the white power cable. Both power cables were soft to the touch, and appeared to have fluid beneath the outer jackets. The damage to the power cables did not affect the functionality of the returned controller during testing. The system controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when the power cables were manipulated by hand. The controller was disassembled for inspection of the internal printed circuit boards (pcbs) and no issues were observed. The outer jacket was removed from both power cables, and a significant build-up of a dark green fluid substance was observed where the power cables were enlarged. The dark green fluid substance was also observed along the entire length of the cables, and was observed on the underlying wires. No other physical anomalies were observed. The submitted log file and the log file downloaded from the returned controller contained approximately 22.5 days of data combined ((B)(6) 2020 ¿ (B)(6) 2021 per the timestamp). No atypical alarms were active in the log file. The driveline was disconnected on (B)(6) 2021 at 10:03:13 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The reported event was determined to be caused by fluid ingress inside the system controller power cables; however, the root cause of the fluid ingress could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 10may2017. Heartmate ii patient handbook section 4 ¿living with the heartmate ii¿ informs the user that the system controller must be kept dry at all times. Never swim or take baths. Do not shower without doctor¿s approval, and never shower without the shower bag; do not submerge shower bag in water. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop.¿. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ contain a subsection entitled "what not to do: driveline and cables¿. This section informs the user to check the power module patient cable for twisting, kinking, or bending, which could cause damage to the underlying wires even if external damage is not visible. This section cautions user not to twist, kink, or sharply bend the power module patient cable. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.